Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. Review of the submitted log files confirmed low flow alarms and driveline disconnect; however, a specific cause for the events could not conclusively be determined through this investigation. The submitted controller event log files collectively contained events on 25jan2026 from 10:53:43 to 12:27:30 and from 13:32:05 to 16:22:10, per the timestamps. The log file captured numerous low flow alarms throughout (B)(6) 2026, as well as several low flow fault flags that were not sustained long enough to activate a low flow alarm. Of note, the driveline was disconnected at 16:21:49 and remained disconnected for the remainder of the log file. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿heartmate touch¿ communication system¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The patient handbook also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log files were sent for review on 27jan2026. Log files captured intermittent low flow events on 25jan2026, and it was also noted that on (B)(6) 2026 at 16:21:49 the driveline was disconnected. Technical services questioned if the driveline disconnect was due to a system controller exchange, and the mechanical circulatory support specialist responded that the patient passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced routine low flow alarms. Log files were submitted for review, and the event log file confirmed the reported low flow alarms on (B)(6) 2026. The flow was averaging mainly around the 2.2 to 2.5 lpm range. It was noted that the pulsatility index (pi) values were non-variable and averaging from 2.5 to 2.8. Technical services stated that this type of pattern had been associated with the potential for an obstruction in the ventricular assist device (vad) circuit. It was further reported that the patient passed away on (B)(6) 2026. The outcome was not considered device or therapy related. The device parameters were within normal limits for the patient. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was later confirmed the patient passed away on (B)(6) 2026.